Event description:
It was reported that the patient's (pt) wireless recharger (wr) is not responding when they tried to power it up for recharging ins. When they pressed power button, the battery light continuously flickers green. The power button doesn't show any lighting on it. Pt has tried another outlet but this doesn't resolve the issue. Technical services (tss) had pt start up wr but there was no tone heard and only battery light was flickering. Pt recently had both her wr and recharger base replaced and this current wr and recharger worked for about a week and then started presenting with this issue. Pt tried resetting the recharger two or more times but this hasn't resolved the issue. Tss reviewed with pt that they would follow up with pt on monday for possible replacement of the wr. Pt mentioned that this is the 3rd recharger she's had in 3 weeks. Patient called back from 'phone 2' regarding the wr not working correctly. Patient repeated information regarding wr battery indicator lights scrolling up and down continuously, but power button would not respond when pressed. The patient mentioned this is the 3rd time this issue has happened. Pss reviewed the importance of docking the wr after use. No patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID wr9200 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the wr9200 recharger (serial number (B)(6) revealed device was unresponsive. Flash sector read/write protection bits have become set. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.